Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This report is 1 of 2 allegations of insufficient information for complaint classification that had similar event details. Related records: (B)(4), (B)(4).

Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient's receiver indicated that the battery was low. This report is 1 of 2 allegations of insufficient information for complaint classification that had similar event details. The patient immediately charged it and when she turned it back on the alert that came up on the receiver was "replace sensor". She suddenly blacked out and lost consciousness and it happened again. On (B)(6) 2025, the patient was at home after discharge from an identical event. Her receiver indicated that the battery was low. She immediately charged it and when she turned it back on the alert on her receiver was "replace sensor". She immediately checked her blood glucose on the bg meter and her bg reading was at 150 mg/dl but suddenly she fainted and lost consciousness. When she regained consciousness, she immediately called the emergency medical team (emt) and they arrived shortly after. She could not remember what her actual blood glucose was when the emt arrived at their house. The medication given to her was glucose liquid IV. When they arrived at the hospital, she could not remember what her actual blood glucose was because she was still unconscious. She was continuously given glucose liquid IV and was in the hospital for 4 days and has not been discharged from the hospital to date. She confirmed that she was feeling better during the call. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.